Event description:
Clouding of consciousness [consciousness clouding]. Diarrhea [diarrhea]. Dizziness [dizziness]. Confusion [confusion]. My throat is blocked [throat tightness]. Shortness of breath. It difficult to breathe [dyspnea]. Bad layer formed in my mouth. A foaming layer formed in my mouth for hot objects [oral mucosal exfoliation]. As I rinse my throat, snot-like sticky remnants of corega come out. [Product residue present]. Case description: this case was reported by a consumer via interactive digital media (sikayetvar) and described the occurrence of consciousness clouding in a patient who received double salt dental adhesive cream (corega denture adhesive cream) cream (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega denture adhesive cream. On an unknown date, an unknown time after starting corega denture adhesive cream, the patient experienced consciousness clouding (serious criteria gsk medically significant and other: haleon medically significant), diarrhea, dizziness, confusion, throat tightness, dyspnea, oral mucosal exfoliation and product residue present. The action taken with corega denture adhesive cream was unknown. On an unknown date, the outcome of the consciousness clouding, diarrhea, dizziness, confusion, throat tightness, dyspnea, oral mucosal exfoliation and product residue present were unknown. It was unknown if the reporter considered the consciousness clouding, diarrhea, dizziness, confusion, throat tightness, dyspnea, oral mucosal exfoliation and product residue present to be related to corega denture adhesive cream. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received from a consumer via interactive digital media (sikayetvar) on (B)(6) 2023. The consumer stated that," I've been going from hospital to hospital for 10 days. I have diarrhoea, dizziness, confusion, my throat is blocked, there is shortness of breath. A very bad layer formed in my mouth. The medicines prescribed by the doctors did not work well for the layer formed in my mouth. When I told the doctor that I was using corega, they said what time it was. They said that it may be zinc poisoning, which they encounter a lot in corega users. The result will be out tomorrow. For your information, you have an advertisement as the number one recommendation of doctors in turkey, but after the doctors say how many cases this is, they start to curse you. Even though I used another brand, I bought corega denture adhesive to try. If I don't use another brand's product, I would say thank you, but corega is very poor quality. It literally melted under the prosthesis. The next day I had a blockage in my throat that made it difficult to breathe. I said if I rinse my mouth, it will come out, no it won't come out. I finished 4 boxes of tantum verde medicine. As I rinse my throat, snot-like sticky remnants of corega come out. I have read all the complaints from the beginning to the end, I heard from the doctors that they saw many cases in the hospitals I went to for 10 days. In my own personal opinion, you do not intend to sell denture adhesive for 75 tl, I think you are playing games with people's health. I sold corega for 75 tl. After using it, diarrhea, dizziness, confusion, congestion in my throat, shortness of breath, a foaming layer formed in my mouth for hot objects. Now, if a doctor says to me, there is a medicine that relieves his ailments, the price of which is 1 million tl. I swear I am willing to sell my house and live on the street to get rid of the troubles I have been through for 10 days. Why do you produce and sell such a product that once bought it will not buy it again. My complaint is to almighty allah, the first and the last". This case is 1 of 2 from same reporter. The case: (B)(4) is a reporter reporting for themselves. Cases: (B)(4). Please see case: (B)(4) for same reporter (invalid).

Manufacturer narrative:
Argus case ID: (B)(4).